Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During evaluation of the release criteria, a device related thrombus was noted via ultrasound on the end screw of the device. The device was implanted with a complete seal. An attempt was made to aspirate the thrombus. The patient was hospitalized for observation. The patient will start anticoagulation for six weeks and another echo will be performed in four weeks.